Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 54-year-old male patient of unknown ethnicity with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during the purge cassette change, it was noted that the purge disc insert was cracked. The patient was switched to back up automated impella controller (aic) without issue. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer.